Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the reported defect was not confirmed. The device was tested for leakage per specification with passing results. Note: this case is being filed for catalog number 415113 which is a device that is only sold in (B)(6); however, the device contains a ultrasite component which is sold in the u.s.

Event description:
As reported by the user facility: ultrasite cracked and saline leaked out during flushing. Chemotherapy drug (5-fu) was being used. No injury reported.